Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that she went to a healthcare professional (hcp) who told her the lead had moved. The hcp performed a fusion on two and three and replaced the lead with a paddle lead. The patient then had a fusion on four and seven. There were no traumas or falls reported to be related to the issue and no recent medical tests or electromagnetic exposure. The indication for use was radiculopathy. No patient symptoms reported. If additional information is received a follow-up report will be sent.